Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation an incorrect longevity calculation was displayed. Patient monitoring will continue based on the new parameters after device re-interrogation. The patient was asymptomatic.

Event description:
New information received states that the device was explanted.

Manufacturer narrative:
Correction to initial MDR: model number: 2207-36, serial number: (B)(4) was reported in error in manufacturer report number (B)(4). The serial number that was included, is not the reportable device for this event. Additional reports (B)(4) and (B)(4) correspond to the device reported in error in initial MDR.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. If device is on advisory, include: the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.